Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: a1 (weight). Esp personnel was on call to evaluate and troubleshoot the unit. The customer stated that they had switched to another cardiosave unit, which resolved the alarm, and confirmed that no other alarms had occurred prior to the autofill failure event. Esp personnel advised the customer to tag the original pump and send it to biomed for further evaluation. Product surveillance information was collected, and the customer was encouraged to contact the clinical support line if additional troubleshooting assistance was needed.

Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had autofill failure alarm. There was patient involvement reported and no injury or harm reported.

Manufacturer narrative:
A supplemental will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request support with, it was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill failure alarm during use. Reporter had troubleshot the alarm by switching to another iabp, which had resolved the alarm. No patient harm or injury.